Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Trident psl cup was impacted with robot but because patient had poor bone quality the cup moved when inserting a screw and surgeon took out the cup. Bone quality was too bad to proceed so surgeon decided not to use a cup and cemented poly into acetabulum". A surgical delay of 1 hour was reported.